Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Safety valve was leaking - no connecting with vacuum bottle possible, access tip did not fit into safety valve. Safety valve had to be changed, after drainage was possible again. No patient harm or medical intervention required.

Manufacturer narrative:
160108 follow up emdr for device evaluation. Evaluation of the returned complaint sample noted the valve had been replaced on the catheter assembly as stated by the complaint failure description. Likewise, evaluation of the returned sample noted the triangular locking tab on the valve body had been broken off. The original valve assembly was not returned for evaluation. Consequently, the investigation was not able to identify any potential root causes for the reported failure mode for the original valve assembly. No lot number was provided, therefore we are unable to perform a DHR (device history record). An evaluation of the complaint sample was able to confirm the reported failure mode. The locking tab on the valve assembly had been broken off. Though the investigation was not able to definitively confirm the specific cause for the breaking of the locking tab, the complaint investigation did note the potential for the locking tab to break should the end user try to snap (or click) the valve cover onto the valve assembly versus using a twisting method to secure the valve cover onto the assembly. Based on the observed potential for the locking tab to break on the valve assembly, a project has been initiated to redesign the locking tab on the pleurx valve assembly to minimize the potential for the locking tab to break should the end user try to snap the valve cover onto the valve assembly.